Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, cs300 intra-aortic balloon pump (iabp) was not timing properly and alarms weren't alarming till pressure was tanking. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Was not able to reproduce any problem with the unit. I performed a full pm and calibration, unit passed all test and is now ready for clinical use.

Event description:
N/a.